Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the on/off button was not working properly. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the on/off button was not not working properly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.